Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that pacing thresholds on the right ventricular (rv) lead associated with this implantable cardioverter defibrillator (ICD) had increased since implant. Pacing impedance had decreased but remained in range. An x-ray reportedly showed that the lead was in place, but the physician suspected a micro-dislodgement. Boston scientific technical services (ts) discussed options of monitoring or lead revision. A lead revision was performed and it was noted that the lead had migrated; loss of capture with no asystole also was reported. This rv lead was explanted and successfully replaced. This device remains in service. No additional adverse patient effects were reported.